Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked water tank cover and noted to require an upgrade. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water, and powered on-confirming the reported customer complaint. Issue was a result of the cracked water tank cover from overtightening cover screws. The problem source was determined to be user interface.

Event description:
Information was received that device leaks water. No adverse effects reported.